Manufacturer narrative:
(B)(4).

Event description:
Twenty minutes after initiation of hemodialysis, the patient started complaining of pruritus and hot flash. Treatment was interrupted and patient was administered dexamethasone via vein. 200 cc of blood in the bloodlines were discarded. Other medical devices used: nipro bloodlines, dialysis machine: ncu-18. Dialysis settings: qb: 200ml/min, qd: 500ml/min, uf: 1kg/h, heparin: 35 mg/h.

Event description:
20 minutes after initiation of hemodialysis, the patient started complaining of pruritus and hot flash. Treatment was interrupted and patient was administered dexamethasone via vein. 200 cc of blood in the bloodlines were discarded. Other medical devices used: nipro bloodlines. Dialysis machine: ncu-18. Dialysis settings: qb: 200ml/min; qd: 500ml/min; uf: 1kg/h; heparin: 35 mg/h.

Manufacturer narrative:
(B)(4).